Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the switch was returned to nihon kohden, evaluated, and the switch was found to be defective. All connection indicator leds were on without anything being connected to it. The switch was sent to the OEM for failure investigation. A replacement switch was sent to the customer.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the whole hospital went into communication loss.